Manufacturer narrative:
(B)(4). Concomitant medical products (1) - additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s father stated he received an alert on the follower¿s app that the cgm was showing 44 mg/dl while the patient was on the plane. The patient performed a bg, and it was 500 mg/dl. The father advised the patient to enter the calibration into his tandem pump. The patient self-treated with an unspecified amount of insulin and drank water and did not need to seek any medical intervention. At the time of the call the patient¿s father stated the patient removed the sensor. No additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.